Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, 25mm needle not separating after insertion. This was a typical insertion. Nothing was abnormal during the insertion process. The drill worked perfectly, and insertion was on the patient's tibia. There was no patient harm. The needles were used in a cadaver lab.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult obturator removal was confirmed; however, the precise root cause was not identified. The product returned for evaluation was one 25mm intraosseous (io) needle. The obturator was inlaid through the needle shaft. Light usage residues were visible in the needle bevel. Both the needle and obturator tips exhibited deformation. The obturator appeared to be oriented incorrectly within the needle shaft. Microscopic inspection of the io needle confirmed deformation of both the needle and obturator tips. The obturator was confirmed to be twisted within the needle shaft. The edges of both the needle and obturator flared outward in a twisted shape. Initial attempts to remove the obturator were unsuccessful. The obturator was eventually removed; however, significant resistance was encountered. The difficulty removing the obturator was caused by the obturator being oriented incorrectly within the needle shaft. Such twisting may occur if the obturator is not properly seated within the needle during drilling efforts and if the obturator is initially inserted incorrectly. It could not be determined which occurred in this instance. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.